Event description:
According to the reporter: occurred prior to a laparoscopic rectum resection procedure. The handle indicator, adapter indicator, and cartridge indicator were illuminated green and the status indicators were not illuminated blue. The surgeon tried to fire the device, however, could not. Replaced by a new reload and the firing was completed.